Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil was deformed near the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to become deformed.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the helix would not deploy. When the lead was straightened, the helix would come out, but when placed in the ra again, the helix would not come out. The lead was taken out, and the helix could be extended. However, once placed in the ra, the helix was turned over 40 times, but would not deploy. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil was stretched and deformed near the distal end of the terminal pin.